Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated after multiple attempts at interrogation. The device was programmed off. There were no adverse patient effects reported. The device remains implanted.